Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia ultra universal 12 mm single use instrument. The event report alleges the product was used in a surgical procedure. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia universal roticulator 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was noted to have possibly occurred during normal use of the product, which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vats wedge resection, there was difficulty unloading the reload. After firing was completed, the surgeon opened and closed the device and gave it to the nurse to change the reload. The reload could not be changed as it was impossible to open. A new handle and reload were opened. After successfully firing the second reload, they heard a strange noise inside the instrument. The surgeon gave the device back to the nurse to change the reload; however, it was impossible to change the reload. A third handle was used to complete the procedure. No reinforcement material was used. No patient adverse events were reported. Current patient status is alive with no injury.